Event description:
It was reported a patient underwent a vertebroplasty procedure. When the bone cement was first dispensed out of the kyphon mixer a piece of purple plastic came out of the luer adapter. The remainder of the cement was injected into the patient without complications. The procedure was completed successfully and reportedly the patient is ok. It was not possible to confirm if any fragments were injected with the cement into the patient. It was reported the same incident may have occurred in six other cases. There were no confirmed cases of any fragments being left in any patient. No additional information was reported.

Manufacturer narrative:
Method- device not returned, follow up with company representative.